Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2.66 v in less than one year. The charge time is 7.9 seconds.